Event description:
Litigation papers allege the patient is experiencing pain, problems walking, underwent radiologic testing, implant dislocation and failure, tissue inflammation, physical therapy, pain management, lack of mobility, reaction to metal breakdown, medical expenses and risk of future injury and harm. It is further alleged the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.